Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed in the piggyback mode to deliver unspecified concentration of herceptin and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed for distal air. At that time, the nurse noted there were large air bubbles seen in the tubing distal to the device down to the pt. It was reported, no air reached the pt. The therapy was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.